Event description:
Reporter went for a walk with his (B)(6) year old son living with cerebral palsy. While crossing, as they came to the curb, the front wheels got stuck. The rear wheels were still on the sidewalk. As he was trying to pull up the wheelchair, the latch securing the seat and the base, gave way and the base rolled back into the street with his son in it and nearly collided with an oncoming car. The wheelchair eventually tipped over. Reporter's son incurred some bruises on his face. The wheelchair dealer and MFR were notified. They are still using the wheelchair, but would like to have it changed. The dealer would be sending a technician to repair the wheelchair on 05/13/2016.